Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas became nonfunctional after the user rolled onto it during sleep, resulting in a cracked touchscreen consistent with physical damage to the display assembly and loss of device function. Symptoms included none reported. Outcomes included provision of a replacement device and arrangements for return of the damaged unit. Investigation included collection of device history and event details and initiation of return-for-evaluation logistics. Investigation of this device revealed user-induced mechanical damage to the touchscreen leading to device failure. It was concluded, based on previously established findings for similar reports, that the cause was user handling damage.